Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the needle broke or the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide photo of the products? Was there any adverse consequence associated with the patient? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. It was reported the needle cuts the skin, please provide more details: it was reported the incident is recurrent, then please provide the following details: did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Device return status:

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/27/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.